Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0106962. D.4. Medical device expiration date: 2020-10-17. H.4. Device manufacture date: 2020-04-15. H.6. Investigation summary: the complaint investigation for false positive results with the bd sars-cov-2 reagents for bd max¿ system (ref 445003) lot 0106962 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Customer complaint was opened on the bd max sars cov-2 assay however customer provided data allowing to identify the bd max¿ exk¿ tna-3 kit used with the sars assay. Review of the manufacturing records of bd max sars cov-2 indicated that the qc results were compliant. Review of the manufacturing records of bd max¿ exk¿ tna-3 kit lot 0114399 indicated that results met the specifications for release and use. Customer provided run 258 for analysis, the positive n1 result of sample on position b9 seems like a real but late and low amplification. Only one target seems have been detected and sample at the assay limit of detection (lod) is the most probable cause to explain the customer result. Nonetheless, a contamination issue could also explain this late n1 positive. The root cause for the false positive result was not identified. There is no complaint trend for false positive result for the bd sars-cov-2 lot 0106962. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated. Bd apologizes for the inconvenience that this may have caused. Eua#: eua (B)(4). H3 other text : see h.10.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained.